Event description:
It was reported, a vns therapy programming handheld's screen froze during the interrogation successful screen. The issue would temporarily resolve after removing the flashcard and/or a hard reset. This is a known issue that has been evaluated and is readily confirmed.